Event description:
A ventilator was scheduled for preventative maintenance servicing to be performed by a third party service center. There was no harm or injury reported. During evaluation of the device by a third party service center, an internal battery failure error code was found in the device's error log. The internal battery needs to be replaced to resolve the issue. Additionally, an internal battery depleted and check circuit error code populated. The internal battery was recharged and the tubing was reconnected. The rubber feed were missing as well.